Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a cracked light cover glasses, worn adhesive glue on light cover glasses, cracked optical cover glass, worn adhesive glue on the optical cover glass, a damaged distal end cap, lifting of adhesive glue on distal end, lifting of adhesive on the bending section cover of the insertion tube, a colored ring worn on the aspiration housing of the control body, evident delamination on light guide tube, water ingress from suction connector, up/down and right/left angles were not to specification, up/down and right/left knobs had play, brake bending angle return was not to specification, and a failed electrical safety test. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the colonovideoscope had no image and an error code-e315-incompatible scope was displayed. The issue was found during maintenance and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. Based on the results of the investigation a definitive root cause could not be determined. However, it is likely that incompatible scope error message (e315) was due to fluid invasion on the scope connector. The event can be prevented by following the instructions for use which state: 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5. ''Troubleshooting''. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ''returning the endoscope for repair''. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.